Event description:
The customer reported that she received a motor error alarm during normal use. The customer stated that she wore the insulin pump during an MRI scan. Troubleshooting was performed, and the insulin pump failed the displacement test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with motor error alarms during rewind and failed displacement test due to motor encoder signal out of phase.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.